Manufacturer narrative:
Do not overinflate the balloon as it could rupture and cause damage to surrounding tissues. The bulge created by the balloon can be seen and a visible boundary is established for gastric dissection, band placement or staple resection. After gastric dissection, band placement or staple resection, the balloon is deflated and the catheter is removed. The surgical procedure is then completed using standard techniques.

Event description:
Confusion between the inflation connector (luer with valve) and the filling connector (notched end). The operator inadvertently inflated the balloon with a solution of methylene blue (60 ml). The overpressure of the balloon led to the rupture of the esophagus. Current status of the patient: rupture of the esophagus observed two days after the CT scan. Pose a stent esophageal emergency and transfer to medical resuscitation. To date, stable patient with consequences uncertain. Actions taken in the care facility for the care of the patient: identification of tips on the devices.